Event description:
It was reported that a minimum fill notification occurred during the load sequence. Customer was unable to recall the amount of insulin that was filled into the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.